Manufacturer narrative:
Our field service engineer investigated the reported ventilator unit at the hospital, and found an excessive amount of moisture in the air gas module. The air gas module was replaced. No goods has been received for investigation. The failure was caused by the large amount of moister inside the air gas module. The moister has probably affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The source of the water inside an air gas module is moist air from an external compressor where the water separated function was out of order. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirms the event and the reported ¿date of event¿ will be determined to april 13, 2020.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated abnormal noises while being used together with the compressor; which was alarming. There was no patient harm. Manufacturer ref.#: (B)(4).